Manufacturer narrative:
The following devices were also listed in this report: titanium patella-asymmetric; cat# 5552-l-299; lot# hae6. Triathlon p/a cr beaded #4r; cat# 5517f400; lot# ey27t. Titanium bplate triathlon s4; cat# 5536b400; lot# ctd29492. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Dr. Revised a triathlon insert due to possible infection. He performed an I&d. Original surgery was mako on (B)(6) 2019. Update 30/october/2019: rep provided primary and revision usage sheets. No further information is available.